Event description:
It was reported that the drill began overheating while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The drill was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the rotor, motor, and bearings, which were each replaced.